Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as cardiopulmonary arrest due to (or as a consequence of) hypertension.

Event description:
Vns pt had passed away. Exact cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.